Manufacturer narrative:
Product ID: 8578 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type accessory product ID: neu_unknown_cath lot# serial# (B)(4), implanted: 1996 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced an infection. The symptoms were drainage, incisional wound opening and fever. A culture was obtained from the device pocket. The patient was hospitalized. The pump and catheter were explanted. The pump was delivering infumorph. It was later reported, the patient is still being treated. It was later reported, the patient is doing well. He is healing and the infection appears to be responding well.